Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that over the past two months, the patient experienced blood glucose (bg) values ranging 300-400 mg/dl with blurred vision, eye pain, confusion, and irritation associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was not filling the cartridge properly. It was reported that there were air bubbles in more than 5 cartridges that the patient had used. This complaint is being reported because the patient allegedly experienced hyperglycemia related to user error in not properly filling the cartridge.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.